Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited a battery depletion (bd) error. The patient recently had a surgery. Remote analysis confirmed that the error was a result of prolonged magnet applications. Technical services confirmed that the bd code can be cleared. The device remains in service and the patient will go to the clinic to address the bd error. There were no adverse patient effects reported.